Event description:
The customer reported a leak at the baths of the coulter act diff analyzer. The customer ran reproducibility but the control values were low. The volume of the leak was described as a few ounces and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/09/2015. The fse found that pinch valve lv14 was not working properly. The fse replaced the pinch valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).